Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure one year ago. According to the complainant, the patient is experiencing pelvic pain (date(s) of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.